Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator had a compressor inoperative. The ventilator was replaced with no harm to the patient. The service engineer replaced solenoid assembly to correct. Verified unit passes est (extended self test), sst (short self test) and electrical safety tests.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator had an inoperative compressor; the circuit breaker kept tripping. The patient was transferred to another ventilator and there was no harm to the patient. The service engineer replaced the solenoid assembly to address the issue. The unit passed testing and operated within the manufacturing specifications.

Manufacturer narrative:
A compressor solenoid valve was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found damaged to the solenoid (sol 3) connector. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was isolated to a vendor process. If information is provided in the future, a supplemental report will be issued.